Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with hemolysis and heart failure. Trans-esophageal echocardiogram (tee) findings were consistent with pump thrombosis, notably there was no change in the left ventricle size when the pump speed was increased to 11,800 rpm. The patient was placed on veno-arterial extracorporeal membrane oxygenation support. The pump interrogation showed intermittent elevated flows associated with pulsatility index events, but no elevated pump power. It was reported that the patient's pump was exchanged on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 2 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4). Evaluation of (B)(4) confirmed the presence of deposition in the outlet stator. Although a cause for the formation of this deposition could not conclusively be determined through this evaluation, the deposition could have been present during operation and contributed to the patient's reported hemolysis and suspect thrombus symptoms. The deposition surrounding the bearing ball within the proximal side of the outlet stator lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball and the contact marks on the bearing cup of the rotor suggest that it was likely present while the device was supporting the patient. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: (B)(6) y/o female s/p hm2 implant for post partum cardiomyopathy in (B)(6) 2013. She was admitted last week with malaise, dehydration and elevated ldh. She acutely thrombosed her pump early friday morning and was taken emergently to the operating room for va ECMO. Did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis: yes. Thrombus event: intravenous anticoagulation: yes. Thrombus event: event confirmed: yes. Malfunction component: pump: yes. Malfunction component: pump: pump body: yes. Ae device malfunction: yes. Patient outcome: exchange: yes. Device malfunction causative factor: no cause identified.